Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fast stop and the laser aimer were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a stator not on error message and shut down outside a case. No patient injury was reported.